Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that with their previous implantable neurostimulator (ins), the battery lasted nearly a month, but with their current ins, the battery needed to be charged after about three days. This issue was discovered when the ins went dead two days after it was implanted on (B)(6) 2013. Since then, the patient charged the ins every three days and his programming settings had not changed. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted for more details, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was later received that the patient was unaware of any circumstances that had led to the ins needing to be charged too frequently as it was a new unit. No steps had been taken to resolve the issue and it was still ongoing at the time of report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.